Event description:
The device was used during an unk procedure, the staples were malformed. The case was completed with a like device and the pt received a temporary colostomy. There were no other pt consequences.